Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a worldwide complaint search was performed for complaints received since 01 jan 2015, due to the limitations of the complaint database search tool. With the current information, the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: b1 (is adverse event) and b2 (is required intervention).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The acetabular cup, ceramic insert and ceramic femoral head were removed, and replaced with competitor products. The surgeon stated that previous surgeon, usage and surgery date were unknown as he had inherited the patient.